Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the st segment elevation and chest pain are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the events of st segment elevation and chest pain are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported events of st segment elevation and chest pain are known inherent risks of the farawave device. St segment elevation and chest pain is an expected procedural complication addressed within the IFU for the farawave . There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced an st segment elevation with chest pain. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave nav catheter the patient experienced a transient st segment elevation in the post-anesthesia care unit (pacu) accompanied by chest pain. The st segment elevation was observed on the pacu telemetry monitor and lasted for about one and a half minutes before resolving spontaneously. No medical intervention was required. It is unknown if the patient was admitted to the hospital after the issue resolved spontaneously, and the current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced an st segment elevation with chest pain. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave nav catheter the patient experienced a transient st segment elevation in the post-anesthesia care unit (pacu) accompanied by chest pain. The st segment elevation was observed on the pacu telemetry monitor and lasted for about one and a half minutes before resolving spontaneously. No medical intervention was required. It is unknown if the patient was admitted to the hospital after the issue resolved spontaneously, and the current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.